Event description:
The user facility reported that four patients have come back with a delayed onset occlusion one or more days after procedure. All four are the same lot and the customer planned to call back twenty-two patients that have had this lot number deployed for femoral closure for ultrasound of access/closure site. Procedures were a mixture of groin access procedures. The blood loss was less than 250cc. At least one of the four patients was referred to the hospital for follow up with a vascular surgeon. Additional information was received on 10mar2025: while the rep was there that day, it was stated that 1 or 2 other patients had similar issues; however, the rep was unable to determine when these patients were seen initially and for follow up. The locations for where patients had/may have had follow up procedures were unknown. The initial procedures were either 5 french or 6 french sheaths. The pre-procedure angios were performed and in both known instances. The condition of the patient was unknown.

Manufacturer narrative:
B3: date of event: date unknown. D6a: implanted date: date unknown. D6b: explanted date: device was not explanted. (B)(6). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 27mar2025: per the doctor, a cut-down was performed. The occlusive material removed was an angio-seal. The patient's condition was unknown; however, the patient was upset due to what happened.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, h6: health effect - impact code, and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion requiring surgical intervention. The exact root cause cannot be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).